Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that the patient was in a car accident right before christmas and since then "it moved." The patient said she cannot use the ins because when it is on it stimulates her vaginal area. The patient has called the hcp several times about removing the device. No further complications were reported.